Event description:
Rn reported home pt had two incidents of peritonitis. The first peritonitis event was diagnosed on 10/9/98. The pt was hospitalized and treated with vancomycin (dosage unk). The second event was diagnosed on 11/23/98 and the pt was hospitalized. The home pt was treated with gentamycin (dosage unk) and catheter later removed.